Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced leaks on the reservoir. The customer stated that it occurred where the cap at the top where it connects to the infusion set. The customer's blood glucose value was 475 mg/dl. The customer treated with manual injection. The customer had symptoms such as going to the bathroom and dehydration. The customer also mentioned low reading of 44 mg/dl. The customer treated with food. The customer reported the drive support cap to appear normal. The product was not returned for analysis.